Event description:
Caller reported an issue with the incorrect display of time on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. To resolve the issue, technical support assisted the caller in updating the pump time and advised monitoring for any recurrence of the time discrepancy, which the caller understood and acknowledged.